Event description:
The event is reported as: will not pass ventilator leak test. Circuit leaking at circuit wye. No patient injury reported.

Manufacturer narrative:
Product has not been received by manufacturer at time of this report. Investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.